Event description:
The hospital reported that during an endoscopic vein harvesting procedure, it was hard to focus and the image was not clear, they switched out the scope and with the replacement scope they were able to complete the procedure. There was a delay in the procedure from 10 min to 15 min to replace the scope. The hospital did not report any patient complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.